Event description:
It was reported that the catheter tip was totally fractured after implanted about 4 months. The catheter was implanted into pt in 2006. The dr checked the x-ray image in 2007 and found that the catheter was fractured and went down into pulmonary artery.

Manufacturer narrative:
A chr could not be completed since the lot number was not indicated. The complaint is inconclusive since the product was not returned for eval.